Event description:
Senseonics was made aware of an incident where user reported experiencing hives and irritation, first noticed on (B)(6) 2025, which are not related to tegaderm or steri-strips and have been worsening over time. The user's hcp was aware of the event and has prescribed allergy medication and benadryl. As the hcp recommended that the user contact us for assistance, we advised the user to continue following up with their hcp for any medical advice. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The user reported experiencing hives and irritation, first noticed on (B)(6) 2025, which are not related to tegaderm or steri-strips and have been worsening over time. The user's hcp was aware of the event and has prescribed allergy medication and benadryl. As the hcp recommended that the user contact us for assistance, we advised the user to continue following up with their hcp for any medical advice.the sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Per dms, the user is currently using the system with up-to-date information.